Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. A promus element, mr, ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 190 mm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-dec-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 2.50mmx16mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified mid to distal right coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion even after pre-dilated with semi complaint balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.